Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that approximately two months following an intraocular lens (iol) implant procedure, a patient developed anterior uveitis. The event resolved with treatment. There were no cultures performed. No additional information is expected.